Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of index surgical procedure when tvt-obturator mesh was implanted? Any concurrent procedures? Were there any intra-operative complications? Other relevant patient history/concomitant medications? Product code and lot number for unknown tvt exact mesh? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Describe any medical/surgical intervention for mesh erosion including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on an unknown date and mesh was implanted. The patient experienced vaginal erosion. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional h6 patient codes: 1994, 3189 - surgical intervention. Additional information was requested and the following was obtained: age 52 years; weight 76 kg. The pt had excision of the vaginal part of the mesh without any intraoperative complication, her symptoms resolved. There was 2 cm exposed part in the middle of the vagina.I was the first physician to recognize it. Patient was referred to me because she has hisparunia. No known contributing factors she is not a smoker. No additional information available.